Manufacturer narrative:
(D10) concomitant device(s): 320-31-36 - glenosphere, 36mm: 6314160. 320-35-02 - small superior augment glenoid plate: 6266896. 320-36-00 - 36mm humeral liner +0 unconstrained: 6297100. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6361337. 320-15-05 - eq rev locking screw: 6361232. 320-20-00 - eq reverse torque defining screw kit: 6350636. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 6185767. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 6318483. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 6318529. 321-20-00 - equinoxe reverse shoulder drill kit: 6318326.

Event description:
Approximately 2 year(s) and 14 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic humeral loosening. Patient presented with increased pain. The humeral stem was found to be loose. The patient underwent standard reverse with preserve stem revision surgery, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may be the result of the humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.